Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from "tissue with a dark grayish color with a pigmented nodular synovitic appearance," upon revision. Although no patient specific allegations were given, general litigation alleges metal on metal, so we are reporting the liner and head.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs alleges back and knee pain from falls, multiple dislocations, limited mobility, injury and inability to walk or stand for long periods of time due to the continuous hip and back pain. After review of medical records, the patient was revised to address chronic pain, discomfort, synovitis and elevated blood cobalt and chromium levels. Intraoperative findings include dark, grayish tissue with a pigmented nodular synovitis appearance which was resulting in less than 5 polys per high-power field but with a predominance of lymphocytic infiltrate. Additionally, there was a cloudy fluid evacuated from the hip. When the hip was dislocated, there was a line bisecting the head with an almost cloud formation over one side of the head and a shiny silver appearance on the other side of the head. Scratches were noted along the femoral head as well. There were hypertrophic synovial tissues circumferentially around the acetabular component. The liner was also noted to have macroscopic scratches within the inner surface. Preoperatively, the patient had stated that she was a bit longer on the left than the right. During range of motion tests, there was a little bit of pistoning indicated but no instability. Surgical pathology reports chronic inflammatory cell infiltrate with occasional foreign body giant cells.